Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. The device and 2 electronic photos has been returned to the manufacturer for evaluation. The investigation of the reported malfunction confirmed for catheter detachment. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4150530rx pta balloon dilatation catheter allegedly experienced a break. This information was received from one source. The one malfunction did not involve a patient, therefore, no patient information was needed or provided.

Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for the one malfunction has been returned to the manufacturer for evaluation. The investigation of the reported malfunction identified a break during evaluation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u4150530rx pta balloon dilatation catheter allegedly experienced a break. This information was received from one source. The one malfunction did not involve a patient, therefore, no patient information was needed or provided.